Event description:
It was reported that during a laparoscopic cholecystectomy procedure on the thirteenth firing the device was placed on the cystic artery and fired. The device did not open. They had to pry the device off the tissue. The device was fired again, which was the fourteenth firing and the device fired two clips. The device would not open. Another device was pulled and fired next to the first device. The first device was cut off the cystic artery. There was no damage to the artery. The second device completed the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.